Event description:
Patient was revised to address acetabular loosening. Update: 2/24/12 - litigation papers received. They provided information that allowed us to find an invoice, which shows that the doi originally reported was incorrect. Additionally, litigation alleges that it was patient's right side, and that he had excessive levels of metal ions in his blood stream. The femoral head was added, as well as patient's middle initial and birth date. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.